Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and causing it to shut down. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. Customer will continue to use current pump for insulin therapy.